Manufacturer narrative:
The maquet representative replaced the external output cable assembly (part number 0012-00-0765) on (B)(4), 2013. After the replacement, the calibration was performed. The functional testing and safety check to factory specifications and the device is fully operational. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, they found the jack for ECG monitor input was loose. The patient was switched to another iabp and therapy was continued. No patient injury was reported.